Manufacturer narrative:
The lead was surgically abandoned. No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific received information from a competitor representative that this right atrial (ra) lead was scheduled for a revision procedure. No specific issue was given about the lead or the procedure. Additional iinformation was obtained, and it was determined that during a revision procedure for the right ventricular(rv) lead for high impedances and thresholds, the ra lead was noted to display similar high impedance and high pacing threshold values. Subsequent attempts to obtain further information was unsuccessful. The lead was sugically abandoned and replaced. No adverse patient effects involving the procedure were reported.